Event description:
Revision surgery - due to the patient having sublaxation; the surgeon took out the head, insert and 8mm spacer.

Manufacturer narrative:
Explanted date was reported as (B)(6) 2017 on the inial medical device report; corrected to (B)(6) 2017. : the reason for this revision surgery was subluxation. The previous surgery and the revision detailed in this investigation occurred 6.9 months apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the shoulder subluxation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient bone deterioration, joint laxity, weakness in the rotator cuff or a blow to the shoulder area, excessive range of motion, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Entory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.